Event description:
Treatment of a ruptured bavm (brain arteriovenous malformation). During the procedure, it was reported that there was 1.5cm of onyx reflux and the catheter broke at approximately 18cm from the distal tip as it was being retrieved from the patient. The broken catheter tip remains in the onyx cast in the petrous section of the ica (internal carotid artery).no other injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00722.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).